Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found smiths tampered seal label was intact, scratches on lcd lens screen and battery door was missing. The customer stated problem was not confirmed. Customer reported problem could not be duplicated, problem found in ehl (event history log). Dso sensor was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the alarm: cassette not attached: was triggered when the cassette was attached. No patient injury was reported.